Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter occupation: reporter is a j&j sales representative. Evaluation by MFR: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date of june 2022, an insertion equipment triple sleeve, handle and clip for trochanteric fixation nail advanced (tfna) would not attach when implanting tfna. The insertion handle would not connect to the triple sleeve. Second insertion tray was opened to complete the procedure. There was a surgical delay of fifteen (15) minutes. The procedure was completed successfully. This report is for one (1) aiming arm locking device. This is report 6 of 20 for complaint (B)(4). This complaint is related to complaints (B)(4).